Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a factory reset, the user experienced elevated blood glucose, peaking at 312 mg/dl, with approximately three hours above 180 mg/dl and alerts for sustained hyperglycemia, while no back-up therapy, ketone testing, medical intervention, or assistance was used or needed. Symptoms included hyperglycemia without reported clinical sequelae such as loss of consciousness or dka. Outcomes included no hospitalization, no medical intervention, and no functional impairment. Investigation included review of device-reported glucose trends and user history following the reset, along with troubleshooting and education on continuing standard meal announcements and use. Investigation of this case revealed no device alarms or functional malfunctions and showed automated correction with return toward range after meals, indicating device performance consistent with post-reset learning. It was concluded, based on previously established findings for similar reports, that the cause was unclear.